Event description:
Nurse call system did not work properly for 24 hours. Specifically, the pt call light would light but the alarm that alerts the staff was not working. The pt intercom system did not work. The pt bed alert system was not working. The bed alert system notifies the staff of those pts who are attempting to get out of bed and are at risk for fall. Tests were performed by co tech on august 1 - august 2, 1995.